Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day, the pt was hospitalized for the event and began treatment with vancomycin (1 gram, every 5 days, route not reported) and cefradine (1gram, daily, route not reported) for peritonitis. The cause of the peritonitis was unknown. At the time of this report, pd therapy was ongoing, antibiotic therapies were ongoing, the pt remained hospitalized and was recovering from the peritonitis event. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. A review of all batch record documents for potentially associated lot numbers gd896126 and gd895797 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).